Event description:
It was reported that the device was used during a coronary artery bypass graft. It was reported by the rep that the clips on the mcs20 clip applier misfired. Another mcs20 was opened and used to complete the case. There was no consequence to the pt.